Event description:
The reviewed literature article contained a study of 66 retrospectively reviewed subjects which received a commercial duraplasty material used with commercial dural sealant system. Unspecified medtronic durepair, dura regeneration matrix, was used as the puraplasty material in 9 of the 66 pts. The source literature reported that postoperative csf leaks occurred in 5 of the 66 subjects. All these leaks were treated and resolved with no residual effects.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described post-operative csf leakage rate was within the expected range for dural grafts. Weinstein js, liu kc, delashaw jb, et al. The safety and effectiveness of a dural sealant system for use with nonautologous duraplasty materials. J neurosurg 2000 february; 112:428-433.